Manufacturer narrative:
Sample has not yet been received by manufacturer, therefore, the investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: could not staple incision closed. No injuries reported.